Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsiveness and a blank display. The customer reported no adverse events. The event involved product(s) mmt-1884l. The troubleshooting was performed and the customer reported receiving a stuck button alarm. Troubleshooting indicated that the pump required replacement. The customer reported a blank display. Battery cap contacts, battery compartments, and/or springs were not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was that the device would be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with blank display. After multiple new batteries and battery caps the unit remained on blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapping out test boards confirms blank display is isolated to pcba2. Blank display isolated to pcba2. Unable to download history files and traces due to blank display. Unit was also received with label damage (peeling), battery tube threads - cracked and scratched case. In summary, pump receive with a blank display suspected to be on the pcba2. Unable to download history files and traces due to blank display. Unable to confirm keypad/button unresponsive/button error due to display anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.